Manufacturer narrative:
Records indicate the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), the patient expired. While the pocket was being closed the patient's blood pressure dropped. Subsequently, their heart rate dropped and cardiopulmonary resuscitation was attempted for an hour. There was no evidence of a perforation or pericardial effusion. The cause of death was determined to be a combination of pulseless electrical activity, heart failure, and chronic obstructive pulmonary disease.